Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 5 of 5: reference MFR. Report#1627487-2018-09310; reference MFR. Report#1627487-2018-09309; reference MFR. Report#1627487-2018-09308; reference MFR. Report#1627487-2018-09155. The patient was implanted with 2 scs systems. (Thoracic and occipital). The patient alleges their entire scs system was explanted in 2015 or 2016. The specific date and cause for the procedure are unknown at this time. Note: both systems are being reported as it's unknown which contributed to the explant.

Manufacturer narrative:
Corrected data: this issue is no longer reportable as the systems were electively removed.

Event description:
Additional information received stated that the patient's disease had worsened and the patient had both systems electively removed in order to get an MRI scan.